Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) performed extensive network troubleshooting by checking all configurations, cables, and connections, and reimaged the station. The fse then identified that the docking board was failing and temporarily switched the communication ports to a slower mode to maintain operation until docking board replacement. The fse verified with the customer that all drawers were back online and inventory was accessible, coordinated access validation on the station, confirmed that no drawers were in a failed state, and completed functional testing. The customer subsequently recovered the station and completed inventory verification successfully. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station drawers were offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.